Event description:
On (B)(6) 2021, a patient underwent endovascular treatment of a distal arch thoracic aortic aneurysm using a gore® tag® conformable thoracic stent graft with active control system and a gore® tag® conformable thoracic endoprosthesis. Two debranch bypass procedures were also performed. The tgu343415j was implanted distally from zone 3, and tgmr373715j was implanted proximally from zone 1. After all devices were implanted, a left subclavian artery was embolized by azur coil. A cerebral infarction occurred immediately after the procedure. It was reported that a radiologist thought that the bypass might have caused or contributed to the cerebral infarct due to a shaggy aorta. A cardiovascular surgeon thought that it might be caused by the stent graft procedure of tgmr373715j because the bypass anastomosis was done avoiding the shaggy part. Reportedly, the exact cause of the cerebral infarction was unknown.